Event description:
Customer reported a blank display when she puts in a new battery. She also stated there was an empty reservoir icon when her reservoir was not empty. The customer also reported there was moisture/fluid exposure to her insulin pump. She stated there was fluid under her lcd display. She also stated there was cracks on the 3 corners of her insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 88 mg/dl. No additional information provided.

Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on motor also. Pump received with cracked display window corners, battery tube threads, reservoir tube lip, minor scratched display window.(B)(4).